Manufacturer narrative:
Root cause: use error/training. Per the tandem user guide: keep the pump protected when not in use. Store at temperatures between -4°f (-20°c) and 140°f (60°c) and at relative humidity levels between 20% and 90%. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump was in ¿very humid¿ conditions. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 113 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.